Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the same night this lead was implanted, non-capture was observed via telemetry with pacing pauses of 4-5 seconds. The patient was symptomatic feeling lightheaded and dizzy. Threshold and impedance measurements had not changed and were stable. The device output was increased to 5.0v. Testing was performed at the reprogrammed output and no pacing pauses were observed. The patient was going to be kept overnight for monitoring and to assess if further testing is required. No adverse patient effects were reported.